Manufacturer narrative:
Per the user guide: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had inadvertently entered a bolus of 5 units instead of 0.5 units. Soda was consumed and an ambulance was called. The customer was transported to the emergency room (ER). Due to drinking the soda, bg was in the 300s mg/dl when the customer arrived at the ER. Blood work was performed, however, treatment was not administered, as the customer¿s bg was not low. The customer left the ER in stable condition with a bg of 300 mg/dl. The customer requested tandem technical support's assistance with adjusting the pump maximum bolus setting.